Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis due to the break in aseptic technique. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient received remedial therapy with magnex (250mg, twice daily, ip). It was not reported whether the event of peritonitis resolved or whether the patient was retrained in proper aseptic technique. At the time of this report, the patient was still hospitalized. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide an assessment of causality for the event of break in aseptic technique.